Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-03215. It was reported the pt experienced heating at her scs ipg pocket site while charging her scs system. A sjm rep advised the pt of charging recommendations. F/u identified a sjm rep reiterated the charging recommendations to the pt which the pt agreed to follow. The physician agreed to replace the pt's scs ipg if the issue does not resolve with the charging recommendations. There is no add'l info at this time. On (B)(6) 2012 (B)(6), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events has expected.

Manufacturer narrative:
Correction #: 1627487-07262012-001-c. This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.